Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off and upon turning it on, a continuous glucose monitor error 42 was received. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was within 54-500 mg/dl.